Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins). It was reported that the patient was admitted x5 for unknown infection site and adverse/device event having occurred as a result of MRI. Actions taken included removal of the gastric pacemaker. It was unknown what the status of the event was. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the patient was on antibiotics for an infection.